Event description:
It was reported that when beginning a prostate procedure, the laser system displayed error codes 509, 235 and 302.13 when turned on and the procedure was canceled. The patient had been administered anesthesia, however, the outcome was reported as "ok"; no injury was reported.

Manufacturer narrative:
The failure mode was verified and determined to be the result of a faulty display/top cover. The top cover was replaced by the customer, system self-checks performed and issue verified to be resolved.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2014. The top cover that was replaced was returned to ams on july 29, 2014.